Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 had a broken retractor band. A field service engineer found that the half height drawer had a broken retractor band caused by a medication jam that became caught in the retractor band. Additionally, the retractor band connector on the drawer control board had been torn off. The retractor band and the drawer control board were replaced. A firmware update was performed on the newly installed drawer control board. The broken scanner holder was also replaced, along with the keyboard cover to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 retractor band was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.